Manufacturer narrative:
The reported events of inability to enter tether mode, inability to redock, and premature release were confirmed. As received, a complete catheter was returned in one piece with misaligned distal tethers. A visual examination noted the control knob in aligned position, but the distal tethers were misaligned. An x-ray examination found both tethers buckled and one fractured in the transition zone. Torque coil offset was found, which is consistent with procedural damage. Dimensional analysis of the tethers were measured within the product specification. The cause of the reported events was due to the buckled tethers and fractured tether in the transition zone.

Event description:
During an initial implant procedure, it was not possible to switch to tether mode and the leadless pacemaker (lp) was unable to be redocked. The device then spontaneously detached without the release button being pressed. The lp was successfully implanted. The catheter was inspected and the tethers were found to be misaligned and one of them were stuck. The patient is stable with no consequences.